Manufacturer narrative:
Evaluation summary: this report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device did not read the temperature. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the electrode did not read temperature and impedance values in the patient's tissue. Another device was used to complete the procedure. There was no patient injury.